Manufacturer narrative:
.Updated fields:b5 - describe event or problemh6 - evaluation method codesh6 - evaluation conclusion codesg1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email.

Event description:
It was reported that when the eluvia was deployed, the stent failed to fully expand, and thus, the radial force was insufficient to treat the lesion. An eluvia EU, 6x100, 130 cm was selected for use in the severely tortuous superficial femoral artery (sfa). The target lesion was reportedly 100 percent stenosed and severely calcified. The target lesion was predilated prior to stent placement. The eluvia delivery system was advanced to the target lesion via a contralateral approach and deployed using the thumbwheel without difficulty. Once deployed, it was determined that the stent had failed to fully expand. As a result, the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported. It was additionally reported that the reference vessel diameter of the treatment area was 7 mm.

Event description:
It was reported that when the eluvia was deployed, the stent failed to fully expand, and thus, the radial force was insufficient to treat the lesion. An eluvia EU, 6x100, 130 cm was selected for use in the severely tortuous superficial femoral artery (sfa). The target lesion was reportedly 100 percent stenosed and severely calcified. The target lesion was predilated prior to stent placement. The eluvia delivery system was advanced to the target lesion via a contralateral approach and deployed using the thumbwheel without difficulty. Once deployed, it was determined that the stent had failed to fully expand. As a result, the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported.